Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions noted at 31.7 cm to 33.6 cm from the distal tip consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.